Event description:
The hp contacted baxter's technical support for assistance with a manual drain after the hp had accidently bypassed the day drain while using the homechoice device for apd therapy. The hp was placed into a manual drain and removed 3315mls of fluid, at which time the hp discontinued contact with baxter's technical support. Baxter's technical support called the hp and left a message, requesting the hp to call back. The hp then recontacted baxter, at which time the hp manually drained an additional 1749mls of fluid. After the completion of the 2nd manual drain, the hp resumed apd therapy during fill 2 of 4. The total volume of fluid drained over the course of the 2 manual drains is 5064mls of fluid. Follow up with the hp's healthcare professional (hcp) reveals that based upon the volume of fluid manually drained, the hcp feels that the hp may have been overfilled with fluid. According to the hcp, there were no patient injury or medical intervention as a result of this incident.